Event description:
A customer reported the sorter is dropping test cups and causing the sorter door to be jammed on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for prolactin (prl) and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint and reproduced the problem. Fse replaced the pick up head suction pad and the sorter pick up head but problem persisted. Fse then replaced the sorter 3-way solenoid valve, which resolved the complaint. Fse performed several sorter tests without any issues. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The most probable cause of the reported event is due to faulty solenoid valve.